Event description:
It was reported that the system had oversensing in all three sensing vectors. There was noise in primary, oversensing in secondary, and undersensing in the alternate vector. The system was programmed off and a left ventricular assist device was placed. Today, the device is beeping due to the battery status at elective replacement time. There were no adverse patient effects. The system remains implanted.